Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that prior to the implant attempt, the device was interrogated. The device indicated that detections had been programmed on since november, and therapies had been delivered in the box due to oversensing. The device was not used. No patient complications have been reported as a result of this event.